Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, there was allergic reaction (systemic) that caused swelling and redness to the patient. Medical intervention of steroid and antibiotic therapy was provided to the patient for treatment, and after that, the discomfort disappears.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, ten (10) retention samples from bd inventory were evaluated by visual and microscopic examination and no issues at the tip of the needle, needle bevel and hooked tip damage were observed relating to allergic reaction as all samples met specifications. Also, an intracutaneous (skin) reaction test was performed, and no erythema, edema or necrosis was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of allergic reaction. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, there was allergic reaction (systemic) that caused swelling and redness to the patient. Medical intervention of steroid and antibiotic therapy was provided to the patient for treatment, and after that, the discomfort disappears.